Manufacturer narrative:
(B)(4). Although requested device has not been received for eval, therefore no product eval could be performed. If device is received at a later date as follow up report will be filed if any new info becomes available.

Event description:
Post-op pt bent a metal fork in such a way that he was able to access the locked syringe and disengage the plunger holder mechanism; he then was able to push down on the syringe plunger and self-administer the drug. The syringe contained dilaudid, and this action delivered 13 mg. Pt was found unconscious and in respiratory arrest with a o2 sat level of 40%, and required a narcotic reversal agent. The pt recovered and subsequently admitted what he had done, produced the fork and demonstrated how he was able to manipulate the pca module.